Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose in the 30 mg/dl range at the time of the incident. The customer was at 136 to 92 mg/dl at the time of admission, and 85 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Customer states the pump was over delivering. Troubleshooting was completed but the customer was uncomfortable using the pump. The insulin pump will be returned for analysis.